Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a ventricular tachycardia (vt) storm ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced multiple attempts of defibrillation and cardiopulmonary resuscitation (CPR), the patient went into cardiogenic shock and expired. It was reported that the patient came with vt storm. They had a coronary angiogram and there was no finding on that day. An urgent vt was planned that day and the procedure started at 10 am. They mapped and ablated with stsf catheter, but still after remapping and re-ablation, the patient still had on going vt. During the whole procedure, they tried defibrillating the patient 30 times, but even with maximum medication, they could not terminate the vt, and the patient went into cardiogenic shock. During cardiogenic shock, they notified the reanimation team and started CPR. The reanimation team intubated the patient and did CPR for 20-25 minutes. They tried to defibrillate the patient 20 more times but stayed in the same state. They declared the patient dead around 2:15pm. The catheter used was smart touch sf. The physician¿s opinion on the cause of this adverse event was patient condition. The interventions provided were intubation, medication, and CPR. The energy source used when the adverse event occurred was radiofrequency (rf). The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 4mm, 3s, and resp gated. The color options prospectively used were fti, average, force, time, and other ablation index. The medications administered to the patient during the vt storm were amiodaron, high dose noradrenalin, propofol and ketamine sedation. The patient has a medical history of ischemic cardiomyopathy and known huge scar on anterior left ventricle (lv) wall, coronary angiogram was performed the night before to exclude possible ischemic reason for vt.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).